Manufacturer narrative:
Since the device serial number is unknown, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the serial number of the device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no serial number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a smartablate generator and suffered an esophageal fistula. Patient was admitted to the emergency department (ed) of a facility other than where the ablation was performed. There is no information regarding procedure type, date, or intervention. Physician that evaluated the patient in the ed reported the issue to the bwi representative, but had no further details. At the time of complaint report, the physician and facility that performed the ablation procedure had not been notified of the adverse event. Multiple attempts have been made to obtain clarification to this complaint. No further information has been made available. Follow up attempts were made to obtain the generator serial number for this complaint, but it is not available. As such, this will be reported under an unknown serial number.